Manufacturer narrative:
The device was returned and the evaluation states that the rear wheel has a broken spoke. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The wheel has cracked spokes.